Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5032752) in united states on 13-jan-2014 who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pain, developed nickel allergy, headaches, unexplained weight gain, dizziness, and fatigue. No information was given on consumer's history, past drugs, concurrent conditions or concomitant medication. Over five years ago consumer had essure (fallopian tube occlusion insert) inserted. Consumer has been in excruciating pain, developed nickel allergy, and has been suffering from headaches, unexplained weight gain, dizziness and fatigue. She reported that the pain has gotten so bad that now she is being told she needs a hysterectomy because doctors do not know any other way to remove the implant. She can't afford for the removal. Reporter causality was not reported. Follow up information received on 04-feb-2014: she has had severe pelvic pain for six years since the essure was implanted and recently found out that she has a severe nickel allergy. She is now facing a hysterectomy as a result of essure, pain and her ovaries are enlarged. She also has significant weight gain and fatigue and headaches. Follow up 10-mar-2014: no response from the consumer after follow up attempts. Case closed. Follow up 24-apr-2014: no ptc assigned follow-up information received on 13-aug-2015 - follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)): this case was upgraded to incident. The consumer was (B)(6) and had 5 children. Essure was inserted for birth control. The consumer began to have pain and horrible symptoms as soon as it was implanted. She bled for much longer than she was supposed to and the cramping was unbearable - it hurt to walk. She weighed (B)(6) when essure was inserted and was weighing (B)(6) at the time of the report. She suffered from severe anemia, heavy abnormal blood clot filled periods, migraines, muscle pain, empty sella, abdominal pain and excessive bloating, trouble sleeping, unexplained night sweats, breast issues, adenomyosis, endometriosis, bowel issues, memory loss and a constant rash on her finger that bled. Ultrasounds, scans and radiological tests were performed (results not provided). The consumer stated she had multiple surgeries and still did not have much relieve. She was still suffering daily after two failed removal attempts from abdominal bloating, abnormal periods, fatigue, dizziness, bowel issues, headaches and memory loss. She attributed all events to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pelvic pain. According to follow up information identified during monitoring of posts on an FDA hosted docket website, she bled for much longer than she was supposed to. These events, seen as pevic pain and genital bleeding, are serious due medical importance and listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur during essure use. In this case, the consumer started to experience pain and several other non-serious events as soon the devices were implanted. She bled for much longer than she was supposed to and the cramping was unbearable. Although endometriosis could be an alternative explanation for the events, a contributory role from essure for the reported events cannot be totally excluded. Thus, the reported events are assessed as related to essure use. Previously this case was regarded as non-incident. Upon monitoring FDA website, it was detected the consumer had multiple surgeries and two failed removal attempts. Since essure removal was required, this case was upgraded to incident. Technical assessment is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 09-sep-2015: ptc (product technical complaint) result. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(4) female patient who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pelvic pain. According to follow up information identified during monitoring of posts on an FDA hosted docket website, she bled for much longer than she was supposed to. These events, seen as pelvic pain and genital bleeding, are serious due medical importance and listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur during essure use. In this case, the consumer started to experience pain and several other non-serious events as soon the devices were implanted. She bled for much longer than she was supposed to and the cramping was unbearable. Although endometriosis could be an alternative explanation for the events, a contributory role from essure for the reported events cannot be totally excluded. Thus, the reported events are assessed as related to essure use. Previously this case was regarded as non-incident. Upon monitoring FDA website, it was detected the consumer had multiple surgeries and two failed removal attempts. Since essure removal was required, this case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.